Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who has an implantable neurostimulator (ins). It was reported that a spinal cord stimulator (scs) was not providing adequate pain relief. The individual initially presented on (B)(6) 2024, seeking improved pain coverage, and later reported on (B)(6) 2024, that the scs was not relieving pain as effectively as before. Lumbar MRI findings from (B)(6) 2024, revealed moderate right subarticular recess stenosis at l3-l4 with encroachment upon the right l4 descending nerve root, as well as foraminal stenosis with encroachment upon the exiting right l3 ganglion. The scs was reprogrammed on (B)(6) 2024, in an attempt to address the issue. Subsequently, an intrathecal pump was implanted on (B)(6) 2024. The outcome of the interventions remains ongoing. Additional information received reported that a device interrogation found impedances on the left lead. The patient was reprogrammed and reported some improvement in relief.